Manufacturer narrative:
Us customer contacted cepheid to discuss a discrepant result from the same sample using xpert xpress cov-2/flu/rsv plus. On (B)(6)2023, a sample was collected from the patient. The sample was originally tested on the xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. This was reported to the physician. The original specimen was then kept frozen. Retest 1: the provider requested a full respiratory panel on the genmark platform. The original specimen was thawed and tested on (B)(6) 2023, which resulted sars-cov-2 positive. This was reported to the physician. Retest 2: the original specimen was kept frozen and rethawed and tested on (B)(6) 2023 on the xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. This was reported to the physician. Retest 3: the thawed specimen was retested on (B)(6) 2023 11:43 on the xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. This was reported to the physician. It is unknown if the patient was symptomatic. The customer is aware the freezing is off-label. This is a case where the customer obtained a negative sars-cov-2 using 4plex plus and is positive by genmark. Subsequent testing on leftover specimen obtained positive results for sars-cov-2 albeit with high CT's. The targets may be near the limit of detection of the test causing low reproducibility. No known patient harm, no product malfunction. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid. After further investigation, this case was deemed not reportable. Section h6 investigation findings and investigations conclusions codes have been updated to reflect the outcome of the investigation.

Event description:
Us customer contacted cepheid to discuss a discrepant result from the same sample using xpert xpress cov-2/flu/rsv plus. On (B)(6) 2023, a sample was collected from the patient. The sample was originally tested on the xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. This was reported to the physician. The original specimen was then kept frozen. Retest 1: the provider requested a full respiratory panel on the genmark platform. The original specimen was thawed and tested on (B)(6) 2023, which resulted sars-cov-2 positive. This was reported to the physician. Retest 2: the original specimen was kept frozen and rethawed and tested on (B)(6) 2023 on the xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. This was reported to the physician. Retest 3: the thawed specimen was retested on (B)(6) 2023 11:43 on the xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. This was reported to the physician. It is unknown if the patient was symptomatic. The customer is aware the freezing is off-label.

Manufacturer narrative:
Us customer contacted cepheid to discuss a discrepant result from the same sample using xpert xpress cov-2/flu/rsv plus. On (B)(6). 2023, a sample was collected from the patient. The sample was originally tested on the xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. This was reported to the physician. The original specimen was then kept frozen. Retest 1: the provider requested a full respiratory panel on the genmark platform. The original specimen was thawed and tested on (B)(6). 2023, which resulted sars-cov-2 positive. This was reported to the physician. Retest 2: the original specimen was kept frozen and rethawed and tested on (B)(6). 2023 on the xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. This was reported to the physician. Retest 3: the thawed specimen was retested on (B)(6). 2023 11:43 on the xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. This was reported to the physician. It is unknown if the patient was symptomatic. The customer is aware the freezing is off-label. The investigation is ongoing. Additional information regarding likely root cause will be provided in a follow up report once the investigation has been completed.